Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not necessary at this time.

Event description:
It was reported that two syringes integra 3ml ll w/ndl 25x5/8 rb experienced leakage past the stopper/plunger and difficult plunger movement which were noted during use. The following information was provided by the initial reporter: material no.: 305269 batch no.: unknown (provided invalid lot # of 8020746). Customer stated that he received product from pharmacy . Ref 305269 lot 8020746, he tried to inject testosterone in his muscle and he applied pressure about 1ml of the medication leaked past the plunger, and he lost the medication. Customer is requesting a call back asap and he is not happy about it. Lot: 8020746, catalog: 305269, date of event: unknown. Update - consumer stated, he takes a testosterone every two weeks. Stated, he is new to using these syringes. Stated, plunger shot back? And his medication was running down his leg. Stated, he wasted his medication twice. Stated, he was not given instruction on how to use product. 2 syringes affected.